Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, during device replacement prior to the procedure high right atrial lead impedance was observed and had been steadily increasing. The ra lead was replaced and capped. There were no complications before, during, or after the procedure and the patient condition was stable.